Event description:
It was reported by a sales rep that a pt underwent surgery for a tumor indication on (B)(6) 2012. Surgery was from c5 - c6, and xpand spacer and a cervical stryker reflex plate were used. The pt came back in two months with cervical pain. It was reported by a rep that a loss of height of about 5 mm was noticed. It was not possible to remove the implant from the pt, however a revision surgery from posterior with screw fixation from c3 - t1 was performed. Revision surgery took place (B)(6) 2012.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, however a review was conducted of all applicable material records, mfg records, storage records and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were mfg within specs, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the xpand spacer, design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction. Date of manufacture cannot be ascertained without lot number.